Event description:
The customer reported the alarm has no power. The alarm was tested with new batteries and there was no other damage reported by the customer. This was discovered during set up prior to placing it into use with a patient therefore, no patient contact.

Manufacturer narrative:
Evaluation codes: results: (other) - evaluation of the returned product found that the flat battery contacts have corrosion on them. There is some black residue on the contacts as well. Functional findings are that the alarm did not power up when new batteries were installed. The alarm did power on using an external power supply and also with a 9v ac adapter and passes all functional tests. Note: instructions for use has a warning statement for battery installation: take care when installing new batteries. The alarm will not work if batteries are installed improperly. Always install a completely new set of batteries when the chirping due to low battery power sound begins. Do no replace a single cell, but all cells in the alarm. Do not mix old and new batteries, or battery brands within a battery pack (4 batteries). Use of mixed batteries or batteries installed incorrectly may cause battery damage, and may damage the alarm. Remove any alarm from use and send to the appropriate facility authority if batteries are damaged or corroded or the battery compartment has signs of previous battery corrosion such as white powder residue. (B)(4).